Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer did state they were not able to achieve osseointegration and the patient had pain.

Event description:
Pain was reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery. Patient has diabetes.